Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported critical pump error (open book image). The customer was treated in the hospital. The event involved product(s) mmt-1884, unomedical, mmt-332a. Troubleshooting was performed for critical pump error. The customer that pump will be replaced. Troubleshooting was not performed for high blood glucose, it is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d10 - updated concomitants. 3. Section h6 - changed from 4581 to 1905 in health effect - clinical code. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, dat and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. However, pump unable to download to carelink due to critical error (open book). Unable to verify daily total of basal/bolus and all insulin delivered on the event date 12-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found moisture damage on the 40 pin flexible printed circuit/lcd, j2/pcba 1 and force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces on 12/13/2025 at 15:04:09.000 due to moisture damage on the force sensor. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, missing display window cover, keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Pump unable to download into carelink due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized due to unknown reason. The customer also reported critical pump error. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer that pump will be replaced and instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.